Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving service code 204 - belt/monitor unusable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the electrode belt failed a fall-off and high pot test. The cause for the test failures and the reported service code was isolated to an open yellow wire (pgnd) in the electrode belt trunk cable connector. The root cause for the open wire could not be positively identified. No adverse event resulted from the open trunk cable connector wire. The pt received a replacement electrode belt.